Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the tmj implant will be revised due to unknown reason.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. The reported event of an implant misposition was confirmed based on the imaging provided. The patient initially received bilateral tmj devices without reported complications, but later required revision devices due to nonunion and mispositioned mandibular implants, although the nonunion was not clearly confirmed in scans. Despite guides being provided for the first surgery and repeated requests for details, no further information about the initial procedure or the reported nonunion was shared. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.